Manufacturer narrative:
The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No medtronic sign pop up noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump would randomly stop and logo would "pop up" on display screen. Customer requested for insulin pump to be replaced. Customer's blood glucose was unknown.